Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose was unknown mg/dl. The patient has been experiencing low blood glucose for 32 years. The customer was admitted to the hospital. The customer was advised to speak with healthcare provider regarding low blood glucose. The customer was advised to monitor the insulin pump and call back if issues persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.